Event description:
A report was received from the affiliate indicating that the patient's right coronary artery was revascularized for in stent restenosis approximately eleven months post cypher stent implant. The restenosis was treated with a 3.50x23mm cypher select sirolimus-eluting coronary stent.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This manufacturing report is applicable to two products reported for the same event with the same catalog number and an unknown lot number for both. Any additional information will be submitted within 30 days of receipt.